Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported patient stated the initial hcp put off doing anything with the stimulator for year. Pt reported their initial stimulator was replaced.

Event description:
Additional information received from the patient reported pt stated they thought the pt had a blood clot and they pt was put in a nursing home the day before thanksgiving and the stimulator was off for a month. Pt assumes the stimulator must have been damaged in some way, even though the hip replacement was on the other side hip. Pt stated the MRI mode was not initiated because they "were not having an MRI mode".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that since they had a hip replacement a couple months before covid and they had the device in MRI mode but the device didn't work after the surgery. Pt said that implantable neurostimulator (ins) wouldn't put in another implantable neurostimulator (ins) for a year, so they went to another hcp. Pt said that hcp couldn't get the right lead, so a different hcp a year later had to take a hammer up through their spinal cord that they had surgery on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from regarding a patient who was implanted with a neurostimulator for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient ¿couldn¿t get the implantable neurostimulator (ins) started¿. The patient noted that they noticed this issue in the end of b)(6) 2018 three days after getting out of the nursing home. The ins was last fully charged more than a month prior to the report before their unrelated hospital visit. The patient was then directed to use the patient programmer (pp) to see if she could connect with the ins, but she was unable to when she tried to connect over the weekend. New batteries were inserted into the pp and the pp displayed a screen w/ an "oval" and "wire", as well as an "equal sign". In the end, the patient was redirected to follow-up with their healthcare professional (hcp) for the possibility that the ins was overdischarged. There were no further complications reported or anticipated. Additional information received from the patient indicated that they had a fol low-up appointment with a manufacturing representative on b)(6) 2019. The patient¿s device was confirmed to be in overdischarge. They mentioned that they had a total hip replacement, and due to complications, they were admitted to rehab for a month after their hospital stay. The patient stated that they didn¿t have their external equipment with them during this time, so were unable to charge the ins. When they returned home, they were unable to get the ins to ¿boot up.¿ the manufacturing representative (rep) also ran impedance tests and determined that all electrodes were out of range; impedances above 40,000 ohms were noted. The rep noted that the overdischarge and 0x8 code was cleared. They added that the patient might be scheduled for surgery to fix or replace the lead with out of range impedances. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that an x-ray was performed to observe the lead and no issues were found. The cause of the high impedances remains unknown and no issues were taken to resolve the issue. No further complications were reported.